Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint states: ¿it was reported that the cement looked fine during the working phase. However, when the cement hardened, it became crumbly. The surgeon requested that we get the rest of the cement with that lot number off the shelf.¿ the returned samples were tested in a temperature and humidity-controlled laboratory (B)(4). Mean dough time: 0 min 47 sec, mean setting time: 10 min 12 sec, mix characteristics: firm, handling characteristics: firm. The reported failure was not repeated in the testing of the retained samples for this lot number. The cement mixed and behaved as expected for the product type and met appropriate specifications. The cement set without any evidence of particle debris. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 10 was reviewed, and this possible failure mode is addressed. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. (B)(4). Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the returned samples. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 30 september 2021.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement looked fine during the working phase. However, when the cement hardened, it became crumbly. The surgeon requested that we get the rest of the cement with that lot number off the shelf.